Event description:
While using an altrus handpiece, the patient's uterus was removed. After the removal, the pedicles continued to bleed. The surgeon used sutures to control the bleeding.

Manufacturer narrative:
When the additional bleeding occurred, the surgeon refused to perform an another seal cycle and decided to use sutures. Device was not returned.